Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient ID not provided/unknown. Patient's weight not provided/unknown. Reporter's last name and email not provided/unknown. PMA/510k: additional 510k number: k101880.

Event description:
It was reported that the implant fractured and had to be removed from tooth site 3.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One implant was returned for investigation. Visual inspection of the as returned product identified fracture at the implant collar. There was presence of bone residue around the external threads and significant gouging around the collar and the platform, likely from the removal process. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined.